Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: this complaint is associated to field action # 2243072-05/09/2019-007-r. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for clotting was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. This complaint, is associated to field action # 2243072-05/09/2019-007-r. Recall summary: bd is conducting a voluntary medical device recall for multiple lots of the bd microtainer® tube w/ bd microgardtm closure, k2edta additive, based on confirmed complaints of reduced within the tube reservoir. Product and scope: bd microtainer® tube w/ bd microgardtm closure, k2edta additive, catalog# 365974, are used to collect, transport and store skin puncture blood specimens for hematology tests, or for tests utilizing serum or heparinized plasma. Description of issue: the referenced lots have been confirmed to have reduced or no additive within the tube reservoir. Bd pas identified this issue thru the bd complaint investigation system. Summary table of the # of complaints and mdrs in scope: per 806 # 2243072-05/09/2019-007-r dated june 5, 2019 there were a total of 2 complaints and 2 mdrs within scope at the time the field action was made. Hhe summary: this issue may develop visible clots within the tube samples or micro clots that are not easily detected during visual inspection of the tubes. As a result, this may lead to recollection of samples or, retesting of patients, resulting in delayed reporting of test results and patient treatment. Additionally, if a micro clot is undetected, it may contribute to inaccurate cell counts including platelet, and hemoglobin levels that could potentially produce erroneous results that impact patient treatment. This may lead to moderate health hazard to patients. Investigation summary: evaluation of complaint samples confirmed that additive was not visually present inside the tubes. Subsequently, retention lot samples from prior and post manufacture of the complaint lot were tested and confirmed the defect was limited to 13 lots manufactured from january 2019 to february 2019. Bd pas has initiated CAPA (B)(4) to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z# bd recall # pas-19-1526.

Event description:
It has been reported that the bd microtainer® tube with k2e (k2edta) has been found experiencing clotting after use. The following has been provided by the initial reporter: it was reported that the specimens clotted when using the vacutainer. Received phone call, one erroneous result was experienced with incorrect palate count, patient was redrawn and palate count was normal. The rest of the experienced clotting samples were discarded and redrawn. No specific date of occurrence nor is a specific amount of occurrences available. He stated that the re-draws were performed with a different lot# and there were no clotting events reported. I informed him that the lot 9052823 was part of a recall from june, 2019. He stated that he never received the notice.